Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was high. The customer received alerts that he did not understand. The customer declined to be transferred to the hotline because he would get aggravated speaking with them and slip into a seizure. Customer's blood glucose level was not reported. The device was not returned.